Event description:
The care giver (cg) contacted baxter's technical service center regarding a connection issue which occurred on the homechoice during use during dwell 2. A bag had fallen off of the lines. There was no alarm. The baxter technical services representative assisted to end therapy and advised the cg to contact her nurse. Baxter product surveillance contacted the care giver on (B)(6) 2011. She stated that she thought she had tightened the connection all of the way when she had set up the homechoice, and that it was the connection between the heater bag and heater line that had come loose. She stated that she did not see anything wrong with either the bag or the cassette that night that might have caused the loose connection. Since then, therapy has been going well. She had contacted the patient's nurse about the event, and there were no adverse effects reported in relation to this event. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was not confirmed. The root cause was undetermined.